Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 454 mg/dl at the time of incident. Customer stated that insulin pump went off but got low battery alert prior to it. Customer treated with insulin pump. The customer decline troubleshooting for blank display, low battery, a replace battery, power loss alarm and high blood glucose. The insulin pump will not be returned for analysis.